Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the 5 photos submitted for evaluation. The reported issue of package damaged / defective / other was confirmed upon inspection of the sample photos. Analysis of the sample photos showed that the corner of the tray is damaged. Bd could not determine a manufacturing related root cause for the confirmed defect. This product is sent to another location for sterilization, and the packaging damage could have occurred during transit or handling at the other location. A notification has been sent to the sterilization location about the confirmed defect. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray the package was damage with a sterility breach. Report 1 of 3. The following information was provided by the initial reporter: "xxx, located in xxx, is a small customer of ours (maybe 150,000 5 ml syringes per year) who purchases 5 ml syringe convenience trays. They currently purchase through distribution but I am hoping to take them direct. They have seen several quality issues, hairs in their convenience trays, and incorrect number of syringes in the trays. Typically 24 or 26 syringes in a tray designed and labeled to have 25. Sku is 309703. Response received 21 sep 2023: are you able to describe in details regarding the issues in the pictures? Was the tray damaged? Was there any scale marking issue? Was there any stopper damage? When we received the pallet, the outer box was damaged. Was there any patient involvement in all issues? No."

Manufacturer narrative:
Correction: b5: describe event or problem: it was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray the package was damage with a sterility breach. Report 1 of 3. The following information was provided by the initial reporter: "xxx, located in xxx, is a small customer of ours (maybe 150,000 5 ml syringes per year) who purchases 5 ml syringe convenience trays. They currently purchase through distribution but I am hoping to take them direct. They have seen several quality issues... Hairs in their convenience trays, and incorrect number of syringes in the trays. Typically 24 or 26 syringes in a tray designed and labeled to have 25. Sku is 309703. Response received 21 sep 2023 - are you able to describe in details regarding the issues in the pictures? Was the tray damaged? Was there any scale marking issue? Was there any stopper damage? When we received the pallet, the outer box was damaged. - was there any patient involvement in all issues? No."

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray the package was damage with a sterility breach. Report 1 of 3. The following information was provided by the initial reporter: "xxx, located in xxx, is a small customer of ours (maybe 150,000 5 ml syringes per year) who purchases 5 ml syringe convenience trays. They currently purchase through distribution but I am hoping to take them direct. They have seen several quality issues... Hairs in their convenience trays, and incorrect number of syringes in the trays. Typically 24 or 26 syringes in a tray designed and labeled to have 25. Sku is 309703. Response received 21 sep 2023 - are you able to describe in details regarding the issues in the pictures? Was the tray damaged? Was there any scale marking issue? Was there any stopper damage? When we received the pallet, the outer box was damaged. Was there any patient involvement in all issues? No."

Event description:
It was reported that hairs were found in the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. Report 1 of 3. The following information was provided by the initial reporter: "xxx, located in xxx, is a small customer of ours (maybe 150,000 5 ml syringes per year) who purchases 5 ml syringe convenience trays. They currently purchase through distribution but I am hoping to take them direct. They have seen several quality issues. Hairs in their convenience trays, and incorrect number of syringes in the trays. Typically 24 or 26 syringes in a tray designed and labeled to have 25. Sku is 309703. Response received 21 sep 2023 - are you able to describe in details regarding the issues in the pictures? Was the tray damaged? Was there any scale marking issue? Was there any stopper damage? When we received the pallet, the outer box was damaged. - was there any patient involvement in all issues? No"

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.